Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it is not available. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors/conditions. Added information to b5, b6, b7, d4, h4, h6. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards implant patient registry received information a 25mm aortic pericardial valve was explanted after an implant duration of four (4) years, one (1) month, due to prosthetic valve endocarditis with aortic root pseudoaneurysm and abscess, vegetation, thickened and motion restricted leaflets, and thrombus. Patient presented with febrile illness positive blood cultures and a transesophageal echo consistent with prosthetic valve endocarditis. Cultures grew streptococcus salivarius/vestibularis. Prosthetic valve endocarditis with pseudoaneurysm cavity with vegetation and thrombus extending from the valve inferiorly under the left coronary across the dome of the left atrium. The explanted device was replaced with a 27mm 11060a valve. There were no complications the patient tolerated the procedure well and was transferred to the cvicu in hemodynamically stable condition. Patient was discharged on post-operative day six (6). Per physician, the explanted surgical valve did not malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a 25mm aortic valve was explanted after an implant duration of four (4) years, one (1) month, due to unknown reasons. The explanted device was replaced with a 27mm valve. Patient post-operative status noted as in recovery.